Event description:
It was reported that the piston of the insulin pump stopped during rewind, and it came out from the case. It was stated that the customer uses the reservoirs for six days. The customer was recommended to use the reservoir and infusion set up to three days. Advised that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device be returned for analysis and further info will follow once the analysis has been completed.